Event description:
It was reported that high electrode impedances, greater than 10,000 ohms, were measured with the clinician programmer at default settings. The reporter suspected that the patient had had this for ¿a while¿ because they were reprogrammed around contacts 5 and 6, which were showing the high impedances. The rest of the impedances were reportedly fine. Two days later, it was reported that the cause of the issue was unknown but the patient was getting excellent coverage.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).